Event description:
A (B)(6) patient with neck pain greater than one year was treated with anti-inflammatories and physical therapy. Patient underwent x-rays on (B)(6) 2003 and was treated with fusion at c6-c7 with an acdf plate and four screws on (B)(6) 2003. Patient underwent cervical epidural at c7-t1 for shoulder pain and radiating arm pain on (B)(6) 2004. Patient again presented with neck, shoulder and arm pain and underwent another cervical epidural steroid at c7-t1 on (B)(6) 2004. This report is #3 of 5 for the same event.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.